Event description:
Maintenance staff found that the brakes would not hold on this bed. He stated there was no pt involvement related to the malfunction. He found that the casters were worn due to the age of the bed. The facility has decided to scrap the bed, since they are in the process of buying new beds.